Event description:
The laser system has a power problem.

Manufacturer narrative:
The problem was due to damaged power cord. After the replacement of that part, the laser system restarted to work. We are unaware about patient injury.